Event description:
While monitoring a critical pt with ards and cardiac compromise, the pt's respiratory rate climbed to 40. Blood gases were drawn and a change was noted in the ph related to the co2 level indicating hyperventilation. The sensitivity had drifted, so that a -6 cm h20 was required to prevent the machine from automatically cycling (increasing respiratory rate). The rpessure manometer only registered -2. Also noted was that the peep had twice drifted down from 17 to 13 and 14. The pt had decreased cardiac output which may have been aggravated by the increased rate (auto-peep). The pt had been on this machine since 10/30/93, without incident until this event. This has been the third similar event for this model in the last 7 months.